Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on (B)(6) with blood glucose of 457 mg/dl. The customer stated that they were treated with insulin. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported other events such as nausea. The customer also experienced hypoglycemia. The other blood glucose levels are 41 mg/dl, 74 mg/dl, 155 mg/dl and went up to 414 mg/dl. They reported that the insulin exited at the quick release. The device will not be returned for analysis.